Event description:
It was reported that while using the surgical fiber during a prostate procedure, the aiming beam was lost/no aiming beam at 156,896 joules; the case was completed using the same fiber. Pt outcome: "no damages to the pt".

Manufacturer narrative:
Fiber analysis: the fiber was found to be fractured proximal to the fiber/cap fusion zone beneath the metal cap; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and burnt detritus was on the metal cap; severe devitrification of the output window was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fractured fiber may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.